Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: kyphoplasty it was reported that intra-op, cement extravasation was occurred. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: primary neoplasm it was reported that post-op, the patient died. The reason of death is unknown. This is not related with the procedure as well as any devices used in the surgery.